Event description:
It was reported that the event occurred while in the cardio cath lab. The monitor displayed the message "pump controller error." As a result, the pump was immediately stopped and the pump was switched out unsuccessfully, since the error still occurred. While the biomed investigated the pump, there was a big mechanical noise and it was noted that it sounded unusual. The pump assembly (part number 77-3200-001/lot number a1773200p009) was replaced without the pneumatic control system and the pump worked well. There was no report of patient death, complications or injury. No medical/surgical intervention was required. Therapy was delayed or interrupted for two hours with no harm to the patient. The patient was managed with drugs successfully during the delay/interruption. The patient outcome is fine. Reference MDR #1219856-2012-00200 for a related report for the same pump, but on a different patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.